Manufacturer narrative:
Stricture is a known potential complication of endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The patient was treated with standard method of dilation. Stricture is a known risk of endoscopic ablation therapy and can occur regardless of the type of ablation (radiofrequency, cryotherapy) used. There was no device malfunction during the initial ablation treatment.

Event description:
C2 therapeutics became aware of adverse event on (B)(6) 2018. Subject was initially treated with the cryoballoon system on (B)(6) 2018. No issues with the device were reported during this treatment. Subject had mild dysphagia (i.e., difficulty swallowing) initially and reported an episode of solid food dysphagia with food getting stuck but passing on its own one week prior to 3-month visit. During the 3-month follow-up esophagogastroduodenoscopy (egd) procedure on (B)(6) 2018, stenosis was seen at 37cm from the incisors. The subject was treated with cryo followed by a tts dilator being passed through the scope. No issues with the device were reported during this treatment. Dilation with an 18-19-20mm x 8cm cre balloon dilator performed to 20mm. During the 6-months follow-up egd procedure on (B)(6) 2018, non-circumferential stenosis was seen at 38cm from the incisors. The subject was dilated with 18mm savary dilator with mild resistance. No issues with the device were reported during this treatment.